Event description:
Reported by the complainant as follows: nurse called to report rectal bleeding with the fms in one pt at two different times. The first episode was in 2007 and the second was 2008. She advised that the pt is a male with an admission date of twenty six days earlier. She is unable to provide date of flexi-seal insertion. The pt is positive for c-difficile and that is the reason for the diarrhea; which had a duration of approx one week. She describes the pt as having bright red rectal bleeding while the flexi-seal was in place with hemodynamic instability and a decreased hemoglobin requiring blood transfusions which totaled at least 12 units of packed rbcs. Colonoscopy was performed and identified ulceration present within the anterior rectal wall. Nurse states that a surgical repair was performed in 2008 to attempt to control the rectal bleeding.